Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that the patient experienced a strong shock post implant. The patient had an interstitial cystic bladder device previously placed. In (B)(6) 2019, the patient had a 20x80 wallstent implanted in the right common or external iliac vein. However, a week after stent implantation, the patient experienced a very strong shock on the right side during urination. The bladder used to give her a little jolt to the kidney and now it is zapping the patient. No other patient complications were reported.